Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-05953. It was reported the pt had been unable to receive adequate coverage since being implanted. As a result, the pt underwent surgical intervention on (B)(6) 2013. During the procedure, one of the leads was explanted and replaced. The doctor disconnected the other lead from the ipg (but left it in the pt) and an additional lead was implanted. Surgical intervention resolved the pt's issue. It is unk which lead was replaced and which lead was disconnected and left in the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.